Manufacturer narrative:
(B)(6). Device investigation narrative - a review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. (B)(4)

Event description:
It was reported that the 4.5 endoscopic cannulated drill bit strl broke at the start of the flute during the procedure. All pieces of the drill were retained in the tibial drill guide and were recovered. A backup device was available to complete the procedure. It was reported that there was no extension to the patients hospital stay and it didn't delay the case any further. No patient injury or impact was reported.